Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed the implantable cardioverter defibrillator (ICD) was in backup vvi and lost defibrillation therapy due to the patient undergoing a 3.0t MRI scan when the ICD could only undergo 1.5t MRI scans. Programming changes were performed to resolve the issue. The patient condition was stable.